Event description:
The customer reported intermittent power supply 'drop-out'. Green led goes dark & dc voltages are not present. The customer reported there was patient involvement with no harm to the patient.

Manufacturer narrative:
(B)(4). Patient information was requested and the customer stated the patient information is not available.